Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; both the programmer and analyzer passed functional and system tests. It is noted the analyzer patient connector had damage to the pins. Concomitant: 2067l radio frequency head. (B)(4)

Event description:
It was reported that during use of analyzer, the rv (right ventricular) channel showed noise and low ohms jumping from 200's to 850's. Cables were changed and still had occasional noise on rv channel. Issue later resolved but physician and company representative thought the programmer should be sent back for service of the analyzer. Connection cable is included. The programmer and analyzer were returned for test and calibration. No patient complications were reported as a result of this event.